Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-g975 s samsung android operating system version 12, and software version 2.11.2.11107. The customer reported that the sensor low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "lack of strength", dizziness, sweating, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered a glucagon injection and provided food for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported missing low alarm. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿signal loss alarm¿ feature in the app and placed device in faraday bag to interrupt signal to sensor. Signal loss alarm was observed after few minutes. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-g975 s samsung android operating system version 12, and software version 2.11.2.11107. The customer reported that the sensor low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "lack of strength", dizziness, sweating, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered a glucagon injection and provided food for treatment. There was no report of death or permanent impairment associated with this event.